Event description:
Caller reports results of 200-300 mg/dl on the aviva system, while a comparison lab and professional device returned as 110-120 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.